Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: vedr01 ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with syncope. The right ventricular (rv) lead exhibited intermittent capture and loss of capture with postural changes. The lead was capped and replaced. No further patient complications have been reported as a result of this event.